Event description:
This lead was capped/abandoned, for an unknown reason. No additional adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).